Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 584mg/dl, and her blood glucose was treated with manual injections. The customer experienced nauseated, headache, and sluggishness. Initially, the customer called to have the insulin pump checked to ensure the device was working properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.